Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the middle part of the vascular graft allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. Functional testing was performed and the device met the required specifications. However, the returned device was discolored and the procedure could not be replicated. Therefore, the investigation is inconclusive for leak. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the middle part of the vascular graft allegedly leaked. Reportedly, another graft was used to complete the procedure. There was no reported patient injury.